Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that 2 alaris pump infusion set lines broke below the attachment that inserts into the pump while being primed.